Manufacturer narrative:
The device was not returned for evaluation. An image was provided but no malfunction or product non-conformance could be confirmed. A device history record review was completed and documented that device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The root cause could not be identified since there was no objective evidence provided for the investigation. As part of the manufacturing process 100% of the units go through a visual and electrical inspection process. The instructions for use (IFU) states: do not use a damaged finger cuff. This may result in inaccurate measurements or may damage the edwards monitoring system. Improper placement or alignment of the finger cuff can lead to inaccurate monitoring. The operators manual states: inaccurate non-invasive measurements can be caused by factors such as excessive variations in blood pressure, poor blood circulation to the fingers, a bent or flattened finger cuff, excessive patient movement of fingers or hands, artifacts and poor signal quality, incorrect placement of finger cuff, position of finger cuff, or finger cuff too loose, and electrosurgical unit interference.

Manufacturer narrative:
The product was discarded at the facility and is not available to be returned for product evaluation. The device history record review is pending. When the results become available a supplemental report will be submitted with the results. An engineering evaluation has been initiated to assess for any manufacturing related processes which could be correlated to the issue. There are 2 events that are linked to this occurrence. Refer to report ID 2015691-2025-02805 for one of them. A supplemental report will be submitted when the other report ID is available.

Event description:
It was reported that there were inaccurate values with the acumen iq cuff. During patient monitoring there was a 20 to 30 point difference in systolic blood pressure and mean arterial pressure readings when compared to the arterial line. The heart reference sensor was re-zeroed to troubleshoot, but it did not help. There was no inappropriate patient treatment administered. There was no patient harm or injury.

Manufacturer narrative:
Refer to report ID number 2015691-2025-02816 to link MDR to this event.